Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances shortly after the implant procedure. All other electrical parameters were within normal limits and stable. The patient has been scheduled for system integrity testing in the near future.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent system integrity testing. Shock delivery was successful with normal impedances returned. The physician left the system as is and was reassured that therapy remains available for the patient. No further complications have been reported.